Event description:
The catheter was removed by the radiologist through the femoral artery. Two days later, the port was surgically explanted.

Manufacturer narrative:
11/4/1996- supplemental report #1 submitted to FDA. Medwatch report received by mfg. On 10/4/1996. Addtional pt codes and device codes submitted by the hosp are entered in f10. Device eval narrative: the catheter was returned for eval. The catheter displayed damage, consistent with location of the component in the anatomical pinch point between the clavilce and the first rib. Application of the catheter in this manner is cautioned against in the product info literature which accampanies each device shipment.